Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque spartacore guide wire noted blood on the coils and core, consistent with the reported use. There was scraping in the entire length of the green teflon coating. There was no peeling noted as reported. There were multiple bends in the core through out the entire length of the coils. There was a kink in the core 107.5 cm distal to the proximal end of the core. Potential factors for scraping of the teflon coating includes, but is not limited to, manufacturing or interaction with associated devices. In this case, it may be possible that the scrapes on the teflon may be due to interaction with the atherectomy device during use. There was no damage to the teflon reported during the prior to use inspection, suggesting that the damage likely occurred during use. The bends and kinks noted were not reported and may be related to handling/packaging the device for return to abbott vascular for evaluation. Review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency. Manufacturing inspects of the guide wire tips after they are loaded into the dispenser, and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the spartacore guide wire was being used along with a non-abbott atherectomy device treating a superficial femoral artery. There was no reported resistance during the procedure; however, after the guide wire was removed from the patient, the polymer sleeve was observed to be peeling. The tech further reported that he was able to pull the peeled portion off with his fingers. It was confirmed that none of the sleeve came off in the patient. There was no significant delay in procedure and no adverse patient effect. The patient outcome was good. No additional information was provided.